Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was recently hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 60 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The customer was not connected during the manual prime. Nothing further was reported.